Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? Yes. Were any noises heard such as "whistling" or "hissing"? Yes, hissing. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes, between 7-11. What was the gas consumption rate or volume (liter/minute)? No.

Event description:
It was reported that during a hand assisted low anterior resection with partial nephrectomy procedure, the trocar was leaking pneumo about an hour and a half into the procedure. They were using an etrio, pse45a, ec45al in and out of the trocar during the procedure. The case was completed with the device. The surgeon did say that it was difficult at time to see where he was working due to the trocar leaking, but he was also deep in the pelvis when he was working. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results for the instrument confirmed that it was returned the obturator was received inserted through the sleeve. The seal on the universal seal was found damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.